Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: 08/04/2015

Event description:
Procedure: colectomy functional end to end anastomosis. According to the reporter: at the time of removing the device from the package, silver parts of the shaft was detached. It was unable to load to I-drive because parts had been moved toward the connection point with a handle. No patient involved. The product will not be returned due to an infectious patient. To fix the problem, the surgeon opened another product. There was no unanticipated tissue loss or tissue damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.